Event description:
The reporter stated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens in the pt¿s left eye on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to excessive vaulting, glares and halos. The lens was exchanged for a shorter length lens. Pt¿s last visit on (B)(6) 2012, ucva was 20/20.

Manufacturer narrative:
(B)(4).